Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. It was noted that visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead dislodged as a likely result of twiddlers syndrome. Diaphragmatic stimulation was also reported. During the procedure after exposing the lead, it was discovered that the helix would not retract completely so another lead was used. No patient complications have been reported as a result of this event.